Event description:
It was reported that the pt has pain in hip and his hip squeaks when walking.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.